Manufacturer narrative:
This claim is not produt related. Reported based upon injury. User error was the cause of the event.

Event description:
Customer was driving to her restroom and drove into her toilet.